Event description:
One pt with discrepant results for sodium and potassium. Initial sodium gave 185 mmol/l; repeat gave 122 mmol/l. Initial potassium gave 6.0 mmol/l; repeat gave 5.3 mmol/l. Pt sample sent to another site for repeat testing, (method unk) gave sodium of 136 mmol/l and potassium of 4.1 mmol/l. Erroneous results were not reported. The field service rep determined the cause of the discrepant results to be due to j18 pinch valve not seated properly and reseated pinch valve and replaced ise tubing. Performance tests were performed and within specification.